Manufacturer narrative:
Date of event it was reported that event occurred in (B)(6) 2019, the exact date was not provided.

Event description:
It was reported that during a photo selective vaporization procedure the laser fiber broke. The fiber was changed and procedure was completed and there were no clinical consequences for the patient reported.